Manufacturer narrative:
H3, h6: the navio pin driver, pn pfsr110164 , lot #8016483, use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. Under a magnifier cracks were observed in the weld . A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori-assisted tka surgery, two (2) navio bone screw driver broke during use. The procedure was finished with a smith and nephew back up device without significant delays (30 seconds). The patient was not harmed.